Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent hypoglycemic events, described as occurring after exercise, and was counseled on appropriate exercise and low blood glucose protocols, including treatment with oral glucose. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrate without hospitalization. Investigation included case review and user troubleshooting and education. Investigation of this case revealed no device malfunction and an unclear cause for hypoglycemia, with exercise identified as a potential contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.